Event description:
The affiliate reported a customer with hydrogen peroxide contact. The customer reported the contact occurred after handling a scope that had been processed in a completed cycle. The customer reported that there had been several cancelled cycles before this completed cycle and the items from the cancelled cycles were not reprocessed or rewrapped before they were put back into the unit. The customer believes that the scope that caused the contact was one of those items. The customer also stated that the employees would not check the items for moisture. The customer did not require medical attention or treatment for the contact. The contact site cleared within five days.